Event description:
The nurse discovered fluid coming from out of the infusion pump and, upon examination of the tubing inside the pump, there was a separation in the tubing at the point that it connects with the pump segment. The patient was on a vasopressor medication and there was a period of time, while the nurse was charging the tubing, in which the patient did not receive the medication and experienced a decrease in his blood pressure which returned to normal once the infusion was restarted. This event also occurred in the CT scan suite.